Event description:
A us distributor contacted zoll to report that a patient experienced three inappropriate defibrillation treatments. Multiple counting and bigeminy at 57bpm, 56bpm, and 54bpm contributed to the false detections. The patient was at the hospital at the time of the event. The patient reports that he was sleeping at the time of the event. It was reported that the patient did not press the response buttons were not pressed during the entire event. A patient service representative will visit the patient and will exchange the patient's equipment. The patient will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. A patient service representative will visit the patient and will exchange the patient's equipment. The patient will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 04/2014 - reuse. Electrode belt (B)(4): 05/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).